Event description:
The customer reported that the system's dose rate was out of required specifications. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep adjusted the limit file for the high level fluoroscopic dose rate and saved the new calibrator files to the diskette on the workstation. The system was tested and found to be working as intended and put back in service.